Manufacturer narrative:
Further information about the event has been requested. A supplemental emdr will be sent when the investigation is completed.

Event description:
It was reported that picco catheter had a crack resulting in leakage after the fixation wing during injection. There was no patient harm. Manufacturer's ref. #: (B)(4).